Event description:
A male pt underwent evar in 2008. The physician could not get contralateral access, so he placed the flex main body graft via the ipsilateral side. The physician was trying to place a converter graft and bent two of them, trying to place them so he then converted the pt to open surgical repair. The pt had a calcified distal aorta, and smaller inner diameter than CT scans indicated. The pt did not have a tortuous anatomy. When the physician tried to place the first converter, he was able to put a 24 french dilator up the vessel but could not get the converter up. Pt is doing very well.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. The IFU specifically warns to consider the degree of vascular calcification in the pre-implant determination. The IFU also recommends specific wire guides to be used with the system. Specifically, an amplatz or lunderquist wire guide. Both are very stiff guides and if used in this case, may have prevented the bending of the two converter devices and subsequent open surgery. No product was received to assist in this investigation. At this time we are uncertain why the physician encountered difficulty. However, the appropriate individuals have been made aware of this issue. An internal clinical review indicated the event was likely due to pt anatomy. This emphasizes the importance of the planning and sizing portion of the process as well as staying inside the criteria for the indications for use of the device.